Event description:
The patient was seen at the pacemaker clinic as a follow up interrogation with complaints of vibrations around his pacemaker and he continued shortness of breath. He was previously noted to have noise on his v lead with dedicated unipolar lead. His thresholds are satisfactory. Lead impedance is stable. There are multiple tachy episodes. Review of stored egm showed noise on the v lead with some inhibition of pacing. The patient denied any complaints of being light headed or dizziness. He was reprogrammed voor so that the device would not inhibit pacing due to noise on lead in a pacemaker-dependent patient. This is a device recall. It is a failure mode 2 with normal monitoring. No advisories for recall on the lead of the rv. The patient initially had his pacemaker placed for third-degree heart block 15 years ago. He had his battery changed several years ago. At that time he had capping of an old atrial lead. Patient admitted for replace of pacer and upgrade to dual chamber device. The ventricular lead is an ela, model #t84f. Because of mal sensing, the lead was capped and placed back into the pocket. The patient had a new pacer and leads inserted.